Manufacturer narrative:
This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received informaton that this device had eroded through the patient's skin and the device header was exposed. The entire pacing system was explanted. A new system will be implanted on this patient's right side following antibiotic therapy. No adverse patient effects were reported.